Manufacturer narrative:
The aliniq ams sw 3.02 was evaluated. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search and trending did not find an increase in complaint activity related to the customer reported issue. Device history review did not identify any issues. Labeling was reviewed and was found to address the customer reported issue. The investigation found that the configuration was not set-up correctly. The rule for glucose when the instrument generates error/flag 1039 or 1040 to rerun with 1:5 dilution was set correctly, however a subsequent rerun rule for the same error/flag to repeat with a dilution of 1 was over-ridding the 1:5 dilution rule. The rule order was corrected and activated at the customer site. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported that a rule in aliniq ams was not correct. The customer reported that a when a glucose generated error 1039 or 1040, a 1:5 dilution should occur. Sample ID: (B)(6) generated an elevated glucose result and this rule did not work for sample ID: (B)(6) in which it should have repeated the test with a 1:5 dilution. Upon further review, the ams was set-up with a standard configuration by abbott personnel. The rule for glucose when the instrument generates error/flag 1039 or 1040 to rerun with 1:5 dilution was set correctly, however a subsequent rerun rule for the same error/flag to repeat with a dilution of 1 was over-ridding the glucose rule. It was reported that the sequential order of the rules have now been re-ordered. There was no impact to patient management reported.

Event description:
The customer reported that a rule in aliniq ams was not correct. The customer reported that a when a glucose generated error 1039 or 1040, a 1:5 dilution should occur. Sample ID (B)(6) generated an elevated glucose result and this rule did not work for sample ID (B)(6) in which it should have repeated the test with a 1:5 dilution. Upon further review, the ams was set-up with a standard configuration by abbott personnel. The rule for glucose when the instrument generates error/flag 1039 or 1040 to rerun with 1:5 dilution was set correctly, however a subsequent rerun rule for the same error/flag to repeat with a dilution of 1 was over-ridding the glucose rule. It was reported that the sequential order of the rules have now been re-ordered. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.